Event description:
The customer reported that the unit failed extended self test during routine inspection. Respironics svc technician inspected the unit and found that the check valve was leaking. The check valve was found separated from the hinge. The check valve was replaced. Subsequently, beginning in 6/01 all old check valves were replaced with a new design due to a recall of the old check valve due to tearing.